Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected field - h6(remove 3331 from type of investigation).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged doppler cord reel. There was no patient effect.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: e1(reporter, site name, address, city) e2, e3.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced tether assembly, safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.